Event description:
On 10/14/97 received call from a friend of pt stating that pt died on 10/2/97. She stated that the oxygen canister which was delivered on 9/27/97 was empty on 10/2/97 when pt died. She also stated that from 9/29/97 to 10/2/97 the canister remained frozen on the top and spewed a mist. Uf returned canister to the distributor for re-filling as is normal procedure. Uf was unaware of potential problem when canister was returned. Distributor has been notified of this potential problem and will pull canister and investigate.